Event description:
The monitor was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming) has been confirmed. Upon investigation the monitor did not power up. The cause for the failure was isolated to a u608 component failure on the computer/analog board. The root cause for the defective u608 component could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.